Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock. Review of the data was requested. Upon review, ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and suggested further troubleshooting. The s-ICD and electrode remain in service and no adverse effects were reported.